Event description:
It was reported that patient experienced recurring incontinence. Patient underwent a revision procedure of his artificial urinary sphincter (aus) . Cuff and balloon were removed and replaced. No information about the patient outcome is available at the moment.